Event description:
A patient had 40mm of stents placed in their right coronary artery approx 6 months prior to a rotablator procedure. Irregular instent stenosis was present and the distal end of the stent was just beyond a right coronary bifurcation jailing an anterior branch. A rotablator procedure was performed with 1.75mm and 2.15mm burrs without apparent complication. After removing the 2.15mm burr, the next angiograph showed a perforation of the right coronary artery just prior to the exit of the stent, at a bend in the artery. The perforation was tamponaded with a balloon and removal of anticoagulation. Review of the films by the physician showed that sometime between the 2.15mm burr procedure and the subsequent picture, the softer guide wire tip fractured from the stiffer guide wire body. This was not recognized and the stiff wire perforated the right coronary artery at an angle inside the stent, which is visible on one of the film shots per the physician. This was tamponaded and rewired and the large slanting septal branch was saved and the smaller posterior descending branch in the av groove was occluded. The wire tip remains in the pt.